Event description:
Power failure occurred and sterilization device did not reprogram itself as it should have resulting in the two loads following the power failure not getting sterilized at the proper temperature. All items were able to be recalled except for two basins and arthrobasket.